Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -9.5 diopter into the patient's right eye (od) on (B)(6) 2020. The surgeon reports iris transillumination defects. Reportedly, the lens remains implanted and the patient is satisfied with their vision; no other symptoms. The cause of the event is reported as device.

Manufacturer narrative:
Claim# (B)(4).